Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, address=194a, data=30 on (B)(4) 2010 18:24:38. Patient alert for por on (B)(4)-2010 17:24:38.

Event description:
It was reported that a power on reset occured. The device remains in use and appears to be working as expected since the reset. No patient complications have been reported as a result of this event.